Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs), that during a tavr procedure for a 29+mm sapien 3 ultra reslia valve, the doctor felt it was more difficult than normal to advance the valve through the 16fr esheath+. They verified there was no bent strut, and he was eventually able to advance. The doctor said it felt like it caught and jumped forward when exiting the sheath. When performing valve alignment, the doctor said he could not pull back to the stop all the way, he then rolled the fine adjustment wheel and said he ran out of room. He then rolled the fine adjustment wheel back leaving a gap between the valve and the pusher. The fcs got him lined back up next to the valve with the pusher, he verified it was locked and began to roll the fine adjustment, and the pusher again separated from the valve. We lined, unlocked, and lined the pusher up against the valve one last time and were able to complete the valve alignment as normal. The valve was then placed, and the patient did well. Upon removing of the esheath+ it was noticed that the tip was torn. It was removed from the body with no issue. No bleeding occurred, and a post angio was taken and there was no vessel harm. Per follow up there was no difficulty inserting the esheath and access was achieved on the right side. The system was withdrawn over a wire. The vessel was predilated with a kit dilator. The patient has been discharged from the hospital. Valve alignment was attempted in a straight section of anatomy.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The device was visually examined, and the following was observed, the liner was fully expanded as designed. There was a radial and axial tip tear along the liner edge; hdpe stretching along axial and radial tear; and scratches along distal sheath shaft. All score lines were present. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and reviewed by an edwards imager. The patients access vessel had presence of tortuosity and calcification in the femoral bifurcation region. Through extensive complaint investigations, events reporting distal tip failure on esheath and esheath plus, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip torn is confirmed per evaluation of the returned device. Available information suggests that improper tip expansion and/or patient factors (calcification, tortuosity) likely contributed to the event as calcification and tortuosity were confirmed via 3mensio. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.